Manufacturer narrative:
An event of angina, hypotension, circumferential pericardial effusion were reported 5 hours post amulet device implant. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. It is possible that patient conditions or procedural/operational circumstances may have contributed to the reported pericardial effusion. However, this cannot be confirmed. The reported angina, and hypotension were cascade events of pericardial effusion. The reported unexpected intervention is a case-specific circumstance as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f torque delivery system. During the disc deployment of the 3 device position, the amulet lobe did move back proximal by 2-3mm. That position was still deep enough in the laa, so a tension test was performed and the lobe remained stable. The close signs were met and the device was released. The amulet was successfully implanted after 2 recaptures. About 5 hours post op the patient complained of chest pain. A transthoracic echocardiogram (tte) showed a small change in pericardial effusion (pe) and there was no pe noted prior to the amulet procedure. The patient began to be hypotensive but stable. The patient was brought back into the cardiac catheterization (cath) lab and a pericardiocentesis was performed. The procedure with done under fluoroscopy and tte guidance, the procedure was performed with no issues. A 400cc of blood was pulled out of the pericardial space. The patient was stable following the procedure and was discharged the next day.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.